Event description:
It was reported that the iab was inserted using an introducer sheath. While in use, blood began to enter the helium tubing. Because of this, the iab was removed. There were no associated patient complications.